Event description:
It was reported that during an open anterior resection procedure, the stapler was opened and fired once with no adverse effects. The instrument was reloaded with a blue reload and was refired. The instrument was fired, however, staples did not form on the anvil side. The instrument was replaced with same like instrument and the procedure was continued. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.